Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was black and unable to be viewed and an error code related to the charging of the internal battery was observed. The device's lcd display, power management board and internal battery were replaced to address the issues.